Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer complaint of "inability to come off the cardiopulmonary bypass owing to the lvot deficiency" could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Mechanical damage was observed on the outflow aspects of leaflets 1 and 2 and appeared serrated. Suture holes were not visible near all three black stitch markings on the sewing ring; suture holes were observed around the sewing ring. The device was returned for evaluation.

Manufacturer narrative:
As reported, preoperatively the patient was noted to have a possible suicide ventricle, a mass was excised from the lvot and it was reconstructed prior to the implant of the 23 mm. After the device was implanted there was an inability to come off bypass due to lvot deficiency. The valve was explanted and replaced with a 21 mm valve. There is a potential that the valve may have caused and/or contributed to the serious injury. The device was not available for return and the root cause of the event remains indeterminable. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported via patient registry that an 23 mm aortic valve was explanted at implant due to inability to come off the cardiopulmonary bypass owing to the lvot deficiency. An 21 mm was implanted in replacement. Per obtained medical records, the aortic valve was exposed using an oblique incision made in the ascending aorta and extended to 1 cm above the junction of the left and non-coronary sinus. It was evident that there was calcium both in the wall of the ascending aorta that required to be endarterectomized. This was done by elevation of the calcified plaque and leaving the normal ascending aorta. The anterior leaflet of the mitral valve was restricted in his motion from the calcium extending from the annulus down to the anterior leaflet. This was gradually removed and the whole anterior leaflet was made more pus. From the aortic area by filling the ventricle we were able to get good coaptation of the anterior and the posterior leaflet of the mitral valve. No further maneuvers were required to get a good intra op test. No rings were used. Similarly there was a 2 by 1. 7 cm mass in the left ventricular outflow tract at the septal area. This was gradually removed from the septum. Once the mass was removed it was evident that the left ventricular outflow tract was [¿] reconstructed using multiple pledgeted sutures. This was done from the ventricular aspect down to the valve annulus and the repair was further reinforced with a running a stitch. When calcium was present it was removed from the aortic annulus. The native valve was excised and the annulus decalcified. The intuity valve was sized and the correct valve was washed and made ready for implantation. Three sutures were placed at the nadir of the aortic valve annulus. The additional stitch was placed in the left coronary cusp to further reinforce the repair. These were secured to the intuity valve. The valve was then placed in the intra annular position and the balloon was inflated for 10 seconds. This was done for 4-5 atmospheres based on the recommendations. The sutures were then tied. There was good apposition of the valve to the annulus. We initially placed a 23 mm valve and we were unable to come off the cardiopulmonary bypass owing to the lvot deficiency. We immediately arrested the heart back and went back in and reconstructed the left ventricular outflow tract using multiple pledgeted sutures from the ventricular aspect placed towards the annulus. This was done at multiple locations in the non-coronary cusp area and further reinforced with a running suture. The heart was restarted with un-clamping of the aorta. The patient was weaned off the heart-lung machine after proper de-airing precautions. Good hemostasis was achieved. He was then dealing with a suicide ventricle hemodynamics with multiple inotropes and then onwards he placed an intra-aortic balloon pump. The patient was then weaned off the cardiopulmonary bypass meticulously. The patient tolerated the procedure well. The patient was then brought back to the recovery room in a very stable condition. Postoperatively, the patient was found to have respiratory and circulatory collapse. The care team was called to the bedside for ventricular fibrillation. The patient had received epi and shock on physician¿s arrival and ventilated via bvm. Patient the repeatedly shock multiple courses of standard and high-dose epinephrine external pacemaker patient was giving amiodarone in 2 boluses of lidocaine 100 with further dc countershock ultimately a paced pa was obtained with the pacer was turned off the rhythm also ceased except for a few very broad agonal beats patient is having a few agonal respirations. With the max dopamine this epinephrine drip levophed drip at 30 mies and max vasopress in we received no favorable hemodynamics response no pulse was obtained and efforts were discontinued.